Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient was implanted with a 23 mm trifecta valve on (B)(6) 2011. A tee was performed on (B)(6) 2016 and aortic insufficiency was noted. A valve-in-valve procedure with a 23 mm sapien valve was successfully performed on (B)(6) 2016. The patient is recovering.

Event description:
A patient was implanted with a 23 mm trifecta valve on (B)(6) 2011. On (B)(6) 2016, the patient was diagnosed with structural valve deterioration (leaflet tear) which led to heart failure due to the severe aortic regurgitation and pulmonary hypertension. A second tte performed on (B)(6) 2016 revealed aortic insufficiency. A valve-in-valve procedure with a 23 mm sapien valve was successfully performed on (B)(6) 2016. The patient is recovering. (B)(4).